Event description:
As reported by the user on (B)(6) 2011, a pt of unk age and unk gender presented for a dialysis catheter replacement. While the physician was tunneling the catheter, the ingrowth cuff on the catheter became detached from the catheter shaft. The cuff was successfully retrieved from the pt, and the physician replaced the catheter with another new of the same device and successfully completed the case without further complication. There was no harm or injury to the pt due to this product problem.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).